Manufacturer narrative:
His product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device has recorded erratic impedance measurements on the atrial lead channel. Data was sent for a technical services evaluation of a possible atrial fibrillation impact or connection. The technical services consultant reviewed information and communicated an unlikely connection of the impedance anomaly to an af. The values have been at time out of range. Ts suggested to have the system reviewed; to include lead integrity and connection issues reviewed. The associated atrial lead is a non boston scientific product. No resulting adverse patient effects have been reported.